Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. One day before the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every 4 days, ongoing, route and duration not reported) and fortum injection (1g, once a day, ongoing, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. On the same day as the event onset, the patient's pd catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis (twice a week). It was reported that the patient was discharged from the hospital one day after catheter removal. No additional information is available.